Event description:
It was reported that rusty water was leaking from handpiece. There were no reports of adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the MFR for quality investigation. According to the quality engineer, there was no evidence of leaking rusty water inside handpiece. There was little to no corrosion seen inside the handpiece.